Event description:
Caller alleged inaccuracy with inratio. Results as follows: date 2007, inratio: 5.1, lab: 3.1 (4 hours later). Date unk, inratio 4.1, lab 2.8.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date 2007, inratio 5.1, lab 3.1, mean 4.1, confidence limits 2.4-6.1 (4 hours later). Date unk, inratio 4.1, pocd 2.8, mean 3.5, confidence limits 2.0-5.0. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The first set of data was tested 4 hours later. Three hours is considered a reasonable length of time between two readings in order for a comparison to be valid. For the last set of readings, both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is not required at this time.